Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06194. The pt's ((B)(6)) scs system included two lead extensions (different models and lots) implanted on (B)(6) 2007. It was reported that the pt was without stimulation. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing found that the pt's leads extension exhibited invalid impedance measurements. As such, both lead extensions were replaced. No further issues were reported.

Manufacturer narrative:
Eval: results: the returned extension had a broken channel 1 wire in the header. All other channels functioned normally. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.